Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, high thresholds were observed. The physician attempted to reposition the pacing lead but the helix could not be retracted. The pacing lead was not used and a replacement was implanted. After removal of the lead, pericardial effusion was diagnosed and treated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The guide tooth of the lead was extrinsically damaged. The helix of the lead became extrinsically distorted due to pulling/st retching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pericardial effusion was caused by cardiac perforation during the implant procedure.